Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the clip during a laparoscopic cholecystectomy, the device misfired and clip fell into the patient¿s cavity. It was stated that the clip was retrieved. They opened a new device to complete the case. There was no patient injury.